Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: in regards to a wound infection, an onset of (B)(6) 2011 was noted. Severity was considered to be severe; and the patient required hospitalization/prolonged hospitalization for treatment of the event. Gabalon was discontinued on (B)(6) 2011; and "withdrawal due to infection" was indicated. Following a pump and catheter explant procedure on (B)(6) 2011, the patient later recovered from the infection on (B)(6) 2011. The patient's devices were not replaced. Causality of the wound infection was indicated as not being related to drug, procedure, or device system (please refer to MFR report # 3007566237-2011-00651 in regards to an alternate related event regarding infection).

Manufacturer narrative:
(B)(4).

Event description:
The pt had a possible pocket infection. The pump and catheter were going to be replaced. The device system was used to deliver gabalon. Additional information has been requested a follow-up report will be sent if additional information becomes available.